Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant aortic balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, the patient had a stroke impacting both left and right-side experiencing symptoms such as headache and confusion. The patient also experienced a left hemiplegia. The patient had an extended hospitalization. The physician believes that the patient experienced adverse health consequences due to the performance of the non-abbott product used for pre-dilation. The patient was recovering.

Manufacturer narrative:
It was reported that post successful navitor implant procedure the patient had a stroke impacting both left and right-side experiencing symptoms such as headache and confusion. The patient also experienced a left hemiplegia. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
It was reported that on 10 dec. 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant aortic balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, the patient had a stroke impacting both left and right-side experiencing symptoms such as headache and confusion. The patient also experienced a left hemiplegia. The patient had an extended hospitalization. The physician believes that the patient experienced adverse health consequences due to the performance of the non-abbott product used for pre-dilation. The patient was recovering.